Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the inflation lumen and on the shaft and contrast in the inflation lumen, consistent with preparation and a leak while in the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The stent outer diameters were measured and met manufacturing criteria. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. As the stent delivery system (sds) was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. There was a tear in the outer member 2.5 cm proximal to the proximal balloon seal, for a length of 6mm. There were multiple scratches in the outer member, extending proximally to the tear, for a length of 1cm. A new indeflator was filled with contrast medium; diluted 1:1 with water was used in attempt to inflate the balloon to the rated burst pressure (rbp), but the balloon could not be inflated due to the tear in the outer member. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. Since there was no report of any leaks or damage noted during preparation for use, this suggests that the shaft was not likely damaged prior to use and that a product deficiency did not contribute to the difficulties experienced during the procedure. Therefore it is possible that the shaft was damaged (scratched) during interactions with accessory devices or the lesion/anatomy during advancement further contributing to the balloon unable to inflate. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the noted tear in the shaft could not be determined; however, the physical resistance appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp and catheter lumen integrity.

Event description:
It was reported that the lesion was in the mid right coronary artery with no calcification. Pre-dilatation of the lesion was performed with a 3.0 mm trek balloon. Resistance was felt with the lesion while introducing the zeta 3.5 x 23 mm. When positioned at the lesion, the stent delivery system balloon failed to inflate. No adverse patient effects were reported. No additional information was provided.